Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, caused by a kink in the cartridge pigtail, leading to an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl as a result of this issue. The customer determined the cause of the occlusion and decided to change supplies, with plans to call back if the issue persists.